Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir compartment broke off. The customer reported that one of the o-rings was out of the insulin pump. The customer reported that the reservoir will not lock in place. The customer's blood glucose was 225 mg/dl at the time of call. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, a cracked belt clip slot at the battery tube threads area, cracked battery tube threads, a cracked case at the display window corner, a cracked lcd window and minor scratches on the lcd window.